Event description:
A tech manager at the facility called baxter technical service regarding a tina hemodialysis instrument. The tech manager reported that the instrument is smoking. This occurred during biomed testing. No pt injury and no medical intervention were reported. A field service engineer (fse) went to the facility and stated that he was at the facility to evaluate the instrument. The customer had reported smoke. The customer also communicated to the fse that the smoke was visible. The fse stated that there might have been liquid spilled on the cord and that had caused smoke. He sees no problem with the instrument and did not find any burnt parts. The fse inspected the cord and there was no cord damage.

Manufacturer narrative:
(B) (4). The fse evaluated the instrument and there were no problems found. The fse did not see smoke and there was no smell of smoke. No parts were replaced and no adjustments were made to this instrument by the fse. The instrument was tested according to the functional data sheet. The instrument ran in the treatment mode for 2 hours without any smoke smell or signs of smoke. The instrument meets all functional specifications and is operational. The instrument is ready for use.